Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient¿s device was explanted because they could not stand the tingling sensation. The rep stated they tried high-dose programming but it did not help. No further complications were reported. Follow-up was conducted. Additional information was received from a representative (rep) regarding the patient. It was reported that the device was disposed of at the time of the procedure. The rep stated the explantation occurred on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient weight was provided. No further complications were reported.